Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 469 mg/dl at the time of incident and current blood glucose level was 326 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to test on insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.